Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ . Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin and was using the trusteel infusion set for longer than the recommended period, which is considered off label insulin use per the tandem user guide. Tandem technical support educated the customer on this